Event description:
Adverse event(s): "no pt involvement." (No pt involvement). Product problem(s): "system message displayed during set-up." (Device displays error message); "another system used to complete scheduled cases." (No code available). A biomedical engineer reported receiving a system message during setup. The system was switched out and the scheduled cases were completed. The customer noted fluid on the face of the system. There was no pt involvement reported.

Manufacturer narrative:
A company service rep examined the system and system started up properly with no issues. However, the event log confirmed the reported system message. The company rep noted dried balanced salt solution (bss) under the module. The fluidics assembly was replaced and preventive maintenance was performed. The system was then tested and met all product specifications. A sample has been received and in-house eval is in progress. Investigation including root cause is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).